Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and neurological dysfunction are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the medwatch report that the site stated that the patient was in the hospital two weeks post left ventricular assist device (lvad) implant and while napping had an acute hemorrhagic stroke. No additional information available.

Manufacturer narrative:
It was reported by the site that the patient was intubated and sent to the intensive care unit (ICU) on (B)(6) 2015. Patient was scanned the following day when he did not wake up post sedation and the results indicated a large right temporal occipital parenchymal hemorrhage with intraventricular extension. The site stated that there would not be an autopsy done and that the pump and peripherals were disposed of by the site. No additional information available. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.